Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 640 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed a high pressure test. The pump got a hardware low level failures alarm during a self test. The customer reported pump physical damage and that the internal serial number was missing from the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. No missing internal serial number noted. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.